Manufacturer narrative:
Zimmer biomet complaint (B)(4). Weight: patient's weight unknown/ not provided. Date of event: date of the event unknown/ not provided. Lot #: device lot number unknown.

Event description:
It was reported that screw (mhlas) fractured inside implant (tsv4b11). It was also reported that they could not remove the fractured screw from the implant and implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) and a scr replace friction-fit gold & ti abut int hex (mhlas) were returned for investigation a visual inspection of the as returned product identified signs of significant wear from use.the fractured screw fragment is visible in the implant. The screw was not able to disengage. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged malfunction of screw fracture was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes. Added manufacturer narrative.